Event description:
It was reported that during wound closure this pacemaker and right ventricular (rv) lead were attempted due to oversensing and noise which resulted in pacing inhibition of less than two seconds. The physician was unable to reproduce the noise with pocket/ lead manipulation, flushing and taps therefore, surgical intervention was performed as this pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to include device analysis information.